Event description:
53yo with single anterior fibroid, did combo sonata and hysteroscopic myomectomy due to submucosal component. Procedure went well. Called on pod3 stating still needing ibuprofen, tylenol, and muscle relaxers around the clock due to severe cramping. At pod11, she had no improvement - labs, CT scan, urine culture all normal. No fevers or chills. Unable to return to work for about 2 weeks after surgery because of her pain. Finally, by 4 weeks postop, she was able to stop nsaids and return to all normal activities. Received 10 days of doxy and flagyl starting on pod 11 to treat "presumed endometritis.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Per gynesonics medical director, this is more likely an unusual case of post-ablation inflammatory symptoms. It's not tenable to consider this endometritis without fever, nor with an elevated wbc count etc. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.